Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic fibroscopy with polyp removal procedure using the ligating device, the endoloop was unable to be released. The endoloop was blocked in the device and in the patient. Subsequently, the endoloop was cut and removed. Impact on patient care was reported to be use of multiple clips, prolonged hospitalization, and increased patient monitoring. There were no reports of further patient harm.